Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 464 mg/dl. Troubleshooting was performed. The time on the insulin pump was off by an hour. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Reviewed the programming and found 0.3 units. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. MFR report 1 of 2, medwatch report#s: 3004209178-2012-85158, and 85189.